Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : background: it was reported that the grip on universal stem extractor failed. Jaw would no longer hold onto stem for explant. Removing stryker products. No depuy/j&j products involved in the revision. Investigation summary: although distributed by depuy synthes joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The supplier examined the returned instrument and confirmed the complaint as mentioned in the attachment "(B)(4) legal manufacturer complaint report". The supplier states that the jaw would no longer hold onto the explant due to excessive force being applied to the instrument. Visual inspection by supplier also indicated heavy witness marks on the device that are consistent with the successful normal use after shipment. A review of the device history records determined that the device was manufactured out of the correct material and to all print specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The supplier will continue to monitor for these failure trends. Corrected: h3.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d4 (lot), h4 corrected: d1, d4 (catalog and UDI) UDI (B)(4) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the grip on universal stem extractor failed. Jaw would no longer hold onto stem for explant. Removing stryker products. No depuy/j&j products involved in the revision. No surgical delay.